Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead it was noted that this patient was in heart block with a heart rate of 20 beats per minute (bpm) and tricuspid regurgitation and ectopy. The patient would flat line with the ectopy and was externally paced. The lead was placed after several attempts and the pocket was closed. Post operatively the patient became unresponsive and CPR was given. Fluoroscopy noted the lead had dislodged and the patient was having intermittent loss of capture (loc). As a precaution a temporary lead was placed in the patient's groin and a difficult repositioning of the lead was done. The patient was later checked and the device and lead measurements were all normal and the temporary lead removed. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.